Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that transducer fault alarm occurred on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Section d4 was updated to remove UDI. D4. UDI# - the device has a date of manufacture of (05/feb/2013) and was not subject to UDI requirements.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Performed a visual inspection and found no indications of damage, misuse, contamination. Printed circuit board was installed into a known good top-level vela test unit and powered on into service mode. Pcb was found to have sw version 03.02.00 installed. Attempted to perform transducer calibration exhalation pressure transducer (pt801) was found to fail at zero calibration, ad counts are below the minimum range. Proceeded to perform calibration at turbine pressure transducer (pt800) and was successfully able to be calibrated. Continued to exhalation flow transducer calibration and was also able to be calibrated successfully. The reported complaint was duplicated and isolated to a defective transducer sensor,diff pres,miniture,2.5 psi at location pt801. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.